Event description:
Hcp reports the pt has been complaining of "episodes of signs and symptoms consistent with withdrawal and other times of over medication". The "pain relief fluctuates" and the "pt listens to pump-hear gears grinding". All residual meds have been correct". A pump replacement was performed in 2003. The pt's reported pain control was doing well and the pump was set at a "lower dose" than previously.